Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4) this spontaneous case, reported by a consumer who contacted the company to report adverse events and a product complaint, concerned a (B)(6) female patient. Medical history was not reported. Concomitant medications included acarbose, two formulations of acetylsalicylic acid, simvastatin and bisoprolol fumarate, all for unknown indications. The patient received human insulin (rdna origin) injections (humulin r u100) cartridges, she also received human insulin isophane suspension (rdna origin) injections (humulin n u100) cartridges both subcutaneously via humapen ergo ii, for the treatment of diabetes mellitus beginning in 2009. Dosing regimens were not reported. On an unspecified date she developed fever, nausea, vomiting/vomiting yellow water and swelling of feet, because of that, she was hospitalized on (B)(6) 2009. Reportedly, received insulin via pump during hospitalization (it was unclear which insulin it was). She was discharged on (B)(6) 2009. Later in 2009, she was admitted once again to the hospital because her blood glucose was not controlled well. She was prescribed a new dosage regimen for her insulins of 8 unspecified units at morning, noon and evening daily for human insulin and 17 unspecified units at night daily for human insulin isophane suspension. No further information regarding hospitalization was provided. Per her physician she adjusted her human insulin and human insulin isophane suspension dose up and down since an unknown date (no specific dosages reported). Additionally, since an unknown date, her ears were not good and her eyes could not see clearly. Also, her glucose was sometimes high and sometimes low; her fasting glucose was at 9-10 (no units reported) and 2 hour post-prandial was at 8-9. Sometime, she could not push down the humapen ergo ii injection button (pc unknown/lot number unknown). Information regarding corrective treatment and outcome of the events was not provided. Human insulin and human insulin isophane suspension treatments were ongoing. The operator of the device was the patient and her training status was unknown. The duration of use of the humapen ergo ii was unknown but started in 2009. The reported humapen ergo ii use was discontinued as the pen was replaced with new pen on an unspecified date. The reporting consumer did not know of the events were related to either human insulin or human insulin isophane suspension treatment. Edit 28jun2016. Case was opened to enter the medwatch device fields for device mailing. No new information. Update 01-jul-2016: additional information was received from the initial reporter on 28-jul-2016. Added the event of diabetes mellitus ketoacidosis as the diagnose for the first hospitalization. Deleted the events of fever, nausea and vomiting due they were considered as symptoms. Updated narrative with new information.

Manufacturer narrative:
Narrative field - new, updated and corrected information is referenced within the update statements. Please refer to update statement dated 11jul2016 in the report. No further follow up is planned. Evaluation summary a female patient reported while using a humapen ergo ii device that the injection button could not be pushed down. She experienced abnormal blood glucose levels. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring dose accuracy and device functionality with a high probability. Although the exact duration of use was unknown, the patient starting using the humapen ergo ii device in 2009. The user manual states the humapen ergo ii device has been designed to be used for up to 3 years, after first use. There is evidence of improper use. The patient likely used the device beyond its approved use life. This may be relevant to the patient's complaint of abnormal blood glucose levels.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and a product complaint (pc), with additional information from initial reporter, concerned a (B)(6) female patient. Medical history was not reported. Concomitant medications included acarbose, two formulations of acetylsalicylic acid, simvastatin and bisoprolol fumarate, all for unknown indications. The patient received human insulin (rdna origin) injections (humulin r u100) from cartridges, she also received human insulin isophane suspension (rdna origin) injections (humulin n u100) cartridges both subcutaneously via humapen ergo ii, for the treatment of diabetes mellitus beginning in 2009. Dosing regimens were not reported. On an unspecified date she developed fever, nausea, vomiting/vomiting yellow water and swelling of feet, because of that, she was hospitalized on (B)(6) 2009. She was diagnosed with diabetes mellitus ketoacidosis. Reportedly, received insulin via pump during hospitalization (it was unclear which insulin it was). She was discharged on (B)(6) 2009. Later in 2009, she was admitted once again to the hospital because her blood glucose was not controlled well. She was prescribed a new dosage regimen for her insulins of 8 unspecified units at morning, noon and evening daily for human insulin and 17 unspecified units at night daily for human insulin isophane suspension. No further information regarding hospitalization was provided. Per her physician she adjusted her human insulin and human insulin isophane suspension dose up and down since an unknown date (no specific dosages reported). Additionally, since an unknown date, her ears were not good and her eyes could not see clearly. Also, her glucose was sometimes high and sometimes low; her fasting glucose was at 9 to 10 (no units reported) and two hour post-prandial was at 8 to 9. Sometime, she could not push down the humapen ergo ii injection button. Information regarding corrective treatment and outcome of the events was not provided. Human insulin and human insulin isophane suspension treatments were ongoing. The operator of the device was the patient and her training status was unknown. The duration of use of the humapen ergo ii was unknown but it started in 2009. The device was not returned. The reporting consumer did not know if the events were related to either human insulin or human insulin isophane suspension treatments. Edit 28-jun-2016. Case was opened to enter the medwatch device fields for device mailing. No new information. Update 01-jul-2016: additional information was received from the initial reporter on 28-jun-2016. Added the event of diabetes mellitus ketoacidosis as the diagnose for the first hospitalization. Deleted the events of fever, nausea and vomiting due they were considered as symptoms. Updated narrative with new information. Edit 05-jul-2016: upon review, the follow-up received date in the last update statement was updated from 28-jul-2016 to 28-jun-2016. Updated corresponding fields and narrative properly. Update 11-jul-2016: additional information received on 11-jul-2016 from the global product complaint database added the device specific safety summary; updated the improper use and storage to yes; added the device was not returned; updated the medwatch and european and canadian required device reporting elements; and updated the narrative. Update 15-jul-2016: follow-up information regarding product complaint received on 01-jul-2016. No medically significant changes were performed.